Event description:
This case was initially received via regulatory authority igz on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of menstrual disorder ("menstruation complaints") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), gastrointestinal disorder ("intestinal complaints") and fatigue ("fatigue"). The patient was treated with intrauterine contraceptive device and surgery (essure and fallopian tubes have been removed). Essure was removed on (B)(6) 2017. At the time of the report, the menstrual disorder, gastrointestinal disorder and fatigue outcome was unknown. The reporter provided no causality assessment for fatigue, gastrointestinal disorder and menstrual disorder with essure. The reporter commented: she was not informed that essure contained nickel. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: menstrual disorder. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.